Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The thumb advancer/clip delivery tubeset was unlocked via the access ports, but could not be retracted proximately. Counter traction with an assertive pull was used to remove the device. Once the device was removed, the locator wings appeared to be damaged, but remained attached to the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the observations of the damaged locator wings, the positions of the components, and the witness marks on the device the reported experience was confirmed. The reported inability to retract the thumb advancer after the access port release mechanism was activated was not confirmed due to successful functional testing of the returned device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, three unused, sterile starclose se devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.